Event description:
It has been reported that the bd plastipack¿ syringe has been found with mixed product before use. The following has been provided by the initial reporter: distributor informs: at the conference, he identifies that he has received 2 shipment boxes of material 990558 (lot 9135650) instead of 2 shipment boxes of material 990172 (lot 9135678). The material boxes 990558 (lot 9135650) are not in sales invoice.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Assessed that for lot 9135678 the beginning of the process of receiving the material in the looping area occurred on (B)(6) 2019 from 03:15 am and ended the receipt on (B)(6) 2019 at 03:48 am indicating material flow to the sterilization sector from which palletization was performed and awaiting the order for sterilization. Sterilization of this batch occurred on (B)(6) 2019 at 03:26 in the etcz # 08 sterilization chamber. For lot 9135650 the beginning of the process of receiving the material in the looping area also started on (B)(6) 2019 at 05:43 am and went until (B)(6) 2019 at 04:01 pm. The sterilization of this batch occurred on (B)(6) 2019 at 06:30. Thus, the production interval of both batches occurred simultaneously and once the process of receiving and sorting the boxes is done automatically through the sorter equipment, however, the process of removing the boxes from the bays is performed manually and at this stage the separation error may have occurred and the mixing occurred during the palletizing of the batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipack¿ syringe has been found with mixed product before use. The following has been provided by the initial reporter: distributor informs: at the conference, he identifies that he has received 2 shipment boxes of material 990558 (lot 9135650) instead of 2 shipment boxes of material 990172 (lot 9135678). The material boxes 990558 (lot 9135650) are not in sales invoice.